Event description:
It was reported that the implantable pacemaker device was suspected of exhibiting premature battery depletion (pbd). This device lasted approximately 8 years. Data analysis was requested and confirmed was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. As of this time, device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable pacemaker device was suspected of exhibiting premature battery depletion (pbd). This device lasted approximately 8 years. Data analysis was requested and confirmed was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. As of this time, device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker device was suspected of exhibiting premature battery depletion (pbd). This device lasted approximately 8 years. Data analysis was requested and confirmed was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. As of this time, device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.